Manufacturer narrative:
The fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. There was no visible abnormality. The tip was in good condition. During testing of the connector, no light was exiting the connector face, indicating that the fiber exhibited an internal connector fracture. In addition, no aiming beam could be determined during functional testing. Based on analysis results and information available, the reported allegation was confirmed. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire.

Event description:
It was reported that, during a ureteroscopy procedure, the fiber was connected and confirmed it was ok. Then, when the console was activated, there was a crackling noise from the fiber. It was noted that the debris shield was in good condition after the noise. The fiber was replaced, and the procedure was completed using another fiber of same model. There were no patient complications. The fiber was returned and analyzed. The fiber analysis identified there was a fracture within the connector fracture; therefore, reportability is met based on this specific finding.